Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The lesion being treated was located in the left anterior descending (lad) artery. The 3.00 x 20 mm taxus express2 drug eluting stent was inserted in the guide. As the physician was pushing the guide catheter, he felt resistance. He pulled back, and the balloon catheter separated into two pieces. The stent, wire and guide catheter were pulled out as one system. The procedure was completed with another taxus stent. The stent never went into the patient. It was only in the guide. No patient complications were reported. Patient status reported as "fine".